Event description:
Same case as MFR #: 2134265-2011-05755. It was reported that during an embolization treatment procedure, removal difficulties were encountered. The target lesion was located in the moderately tortuous renal artery. The patient previously had a non bsc plug and a "stack" of .035 non bsc pushable coils deployed at an unspecified time. However, flow had returned and the plug and coils were noted to be positioned up against the vessel wall in a high flow area into a fistula. A non bsc introducer sheath was placed and a 5fr .038 imager 2 cobra catheter was advanced as far as possible into the renal artery where the plug was. Continuous flush was maintained. An unspecified guide wire was moved past the plug next to the vessel where the coil was intended to be deployed. The .035 interlock 2d 15mm x 40cm was advanced, but during deployment it was noted to be too large for the vessel as it was not coiling properly. While attempting to retract the coil, it became lodged between the vessel wall and the plug and could not be removed. Firm pressure was applied and the pusher wire was able to be removed, but the coil remained indicating the interlocking arms had detached inside the catheter. The imager was used to poke the tip of the coil and with a sharp pull the coil dislodged from the vessel. The catheter was then removed with the coil protruding from its distal end. An unspecified catheter was used to re-attempt access; however, an unspecified wire was not able to pass the plug. At this point, the physician opted to end the procedure due to the amount of contrast utilized. The patient will be rescheduled. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).